Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 18493264.

Event description:
It was reported that the patient's spinal cord stimulator (scs) was not working as well as it was previously. It was also reported that the patient experienced shocking sensations with movement from the scs. It was noted that the patient's leads had high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was discarded.